Manufacturer narrative:
(B)(4). Date sent 11/21/2024 d4 batch #105d27 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc10 device was received with no apparent damage, with a reload loaded (a) in the device and additionally 4 (b-e) reloads present. The reload (a) had the proximal 2 drivers up, with the swing tab in the unlocked position. It is possible that the firing knob was not returned to its home position while loading the reload. The reloads (b and c) were received fully fired with the swing tab in the locked position, with no apparent damage, the reload (d) was received fully fired and the forks were broken off and not returned for analysis. The damage on the reload has consisted of an improper loading technique. The reload (e) was received unfired, unlocked with only 12 scattered staples present along the staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device. The device was tested for functionality with the returned cartridge (a) reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition on the returned reload is consistent with an improper loading technique. The reload cannot be inserted unless the firing knob is in its original position. Also, the staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105d27, and no non-conformances were identified. The lot#896c49 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure the staplers in the proximal part of the cartridges were already visible in the tcl75 when they reloaded. The surgery was delayed 15 minutes. The procedure was successfully completed. There were no patient consequences.